Manufacturer narrative:
(B)(4). Reporter's phone number: (B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device was evaluated and the reported condition was confirmed. The assignable root cause was determined to be due to premature wear. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the motor of the small battery drive device seized, moved heavily and was jammed. It was noted that the motor had dropout. It was further determined that the device failed pretest for check off/oscillation/on switch mode function, check the oscillation angle, check switching function, check the triggers and electronic control unit (ecu) function, check compatibility between colibri I/small battery drive (sbd) and colibri ii/sbd ii, and check the function with the electric pen drive (epd)-console, and check the battery case coupling. It was noted in the service order that the device was defective and never worked. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Additional narrative: correction: upon further investigation, it was determined that medwatch report 8030965-2018-10022 is a duplicate of medwatch report 8030965-2017-13490. Please reference report 8030965-2017-13490 for all information regarding this event.